Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device would not pass the cassette test. The tubing set was to be used to deliver an unspecified medication, via a plum pump. It was reported that during priming of the tubing set, when the cassette of the tubing set was loaded into the pump prior to patient use, reportedly the pump reportedly constantly alarmed for an unspecified error and would not pass the cassette test. The tubing set was replaced. Though requested, no additional information was provided.